Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced vaginal infections, chronic vaginal drainage, pain during urination and during intercourse and localized pelvic pain as results of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced vaginal infections, chronic vaginal drainage, pain during urination and during intercourse and localized pelvic pain as results of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.